Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant, this right ventricular (rv) lead exhibited loss of capture at maximum outputs. Impedance measurements were also noted to be high and out of range. An x-ray was performed which confirmed the lead had dislodged. A revision procedure was performed and the lead was positioned four times. On the third attempted it was noted that the lead was in a good position and the helix was extended however after the fixation tool was removed the helix was noted to be retracted. This lead was successfully repositioned. No additional adverse patient effects were reported.